Event description:
It was reported that the t:slim x2 pump battery was not charging, and a power source alert was noted in the pump history as alert 07. There was no adverse impact to the customer's blood glucose level. The issue resolved after the customer changed the charging supplies, continuing to use a tandem wall adapter and charging cable, allowing the pump to begin charging again without the need for further assistance.